Event description:
Deep brain stimulator infection requiring removal of entire system. Dbs was re-implanted (B)(4) 2012 using medtronic activa sc 37603 pulse generators. Bilateral medtronic 3387s 40-cm leads were placed. He came in for initial programming on (B)(6) 2012 with a report of pus coming from left scalp wound. Underwent wound cultures and was admitted for PICC line and antibiotics. Group a streptococci infection treated. Discharged home on (B)(6) 2012 to continue 6 weeks of antibiotics through home health. Responded well to treatment. The wound healed quickly. Followed weekly by ID. Developed neutropenia on IV nafcillin. Stopped at 35 days and switched to po amoxicillin for possibly months. MRI showed decreased edema on right but increased on left. Also, some fluid at the tip of the right dbs lead is new. MRI repeated on (B)(6) 2012 prior to discontinuation of po antibiotics showed infection. Dr (B)(6) requested office visit next day with plan to pre-op immediately after. Infection not responding to antibiotics, recommended removal of entire dbs, placement of PICC line, and resuming IV antibiotics. Pt was taken to surgery on (B)(6) 2012 for removal of entire dbs system. Follow-up at 1-month post-op showed incisions well healing. Had 2 more weeks of scheduled antibiotics. MRI shows all of his edma has resolved. Finished 6-weeks of IV antibiotics on (B)(6) 2012. Saw dr. (B)(6). MRI showed resolution of hemorrhage with previous enhancement and cysts have all resolved. Family was not interested in surgical intervention for his essential tremor. Released without restrictions, to follow-up as needed.